Manufacturer narrative:
Company representative evaluated the system. Corrections included reloading system software and reprogramming the ambulatory telepacks. Communication was reestablished.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.